Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Device not availible.

Event description:
It was reported that, "the very tip of the draw rod was broken off so that a portion of the threaded tip was missing."

Manufacturer narrative:
A thorough investigation could not be performed due to the unavailability of the implicated instrument. The relevant manufacturing documentation could not be reviewed as the batch number of the implicated instrument was unknown. The reported event is strongly suspected to relate to the breakage of the distal tip of the reflex-hybrid screw extractor inner shaft. The breakage is believed to be the result of user- error. The reflex-hybrid surgical technique states that "while the screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided, as this can cause bending or breaking of the inner shaft". The surgical technique also states that "the screw extractor must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". Excessive tightening could also result in the deformation of the instrument distal tip. The rate of failure and related severities are within thresholds levels.

Event description:
It was reported that, "the very tip of the draw rod was broken off so that a portion of the threaded tip was missing."